Event description:
A doctor alleged that a patient's precice nail fractured.

Manufacturer narrative:
The patient had already completed their lengthening prescription prior to the alleged incident. The patient was non-compliant; the patient reported that he was not using crutches during treatment and was full weight bearing. The precice nail was removed and a trauma nail was implanted, without incident. To date, the patient is doing fine and no negative outcomes have been noted. An evaluation of the returned device is in process. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.